Event description:
It was reported that "2 drops" of epoxy were found on the end of the syringe 2ml ls 23x1 an emerald needle before use. The following information was provided by the initial reporter, translated from dutch to english: "I just found 2 drops of white glue on the end of a needle - the glue that fixes the needle in its plastic base."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1707156. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. Through examination of the sample, epoxy was observed on the surface of the needle. Epoxy is the adhesive used to join the cannula to the hub component. If there is a stop within the assembly machine, one needle may bump into another needle prior to the adhesive drying completely. This may cause epoxy to transfer from one needle to another in an unintentional location. Based on the stringent preventive measures in place, we believe this was an isolated incident with an unlikely occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that "2 drops" of epoxy were found on the end of the syringe 2ml ls 23x1 an emerald needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I just found 2 drops of white glue on the end of a needle - the glue that fixes the needle in its plastic base."